Event description:
The customer reported out of range normal control solution test results with co's test strips. On 12/30/96, she opened the first bottle from a box of fifty and performed a normal control solution test. The result was mg/dl. The customer immediately called the co's customer support line and, with the rep performed two back to back normal control solution tests. The results were 11 and 16 mg/dl versus a normal control solution range of 107-161 mg/dl. The control solution, normal control solution, lot #v6255, expiration 9/97, was opened one month ago and was shaken virorously before the sample was applied. A check strip test was performed with the rep. The result was 81 versus a check strip range of 74-95. The desiccant is in the open bottle. The customer stores the test strips in the den.